Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted in a patient for the endovascular treatment of 55mm abdominal aortic aneurysm it was reported that seven days post the index procedure a follow up CT scan showed the patient had a significant type ia endoelak. A secondary intervention was carried out on (B)(6) 2019 and an endurant ii stent graft cuff (etcf2525c49ej) was implanted proximal of the main stent graft. The type ia endoleak was reported to be resolved. It was also reported that a type IV endoleak was also observed from the stent graft limb etlw1613c124ej. No additional clinical sequelae were reported and the patient is being monitored.